Manufacturer narrative:
(B)(4). Date sent: 6/29/2023. D4: batch # 176c82. Additional information was requested, and the following was obtained: there was no hapatic feedback and energy in the device. Once the battery was placed nothing happened. Battery was put in right before entering the trocar. When device was opened and the battery inserted they heard the normal start-up sounds indicating the device had power at the start of the case surgeon inserted the ech60l device with black reload and gore seamguard into the patient surgeon claimed that when he hit the lower left button nothing moved. He then attempted to hit the upper right button and nothing happened. The jaws were visualized during this time and they were open. There was no haptic feedback during this time. Home button was pressed and nothing happened (as expected since it hadn¿t fired or articulated to this point) device was removed and the battery was taken out and reinserted. They again heard the start-up sound. They attempted to articulate on the back-table and they started to get a small amount of articulation before the device appeared to lose power again. At this point is when they abandoned the device and pulled an echelon+ instead investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the nozzle damaged, with blemishes in the shrouds, and with a gst60t reload loaded on the device. The reload was received unfired. No conclusion could be reached as to what may have caused this condition in the nozzle. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A review of the device event log was conducted. The event log shows multiple power cycles that may be related. No conclusion could be reached as to what might have caused the reported event. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the shrouds is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 176c82, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy the device was not able to articulate once inside the trocar. It was removed and a new device was used to complete the case with no patient consequences.